Event description:
It was reported that the patient underwent a stenting procedure on (B)(6) 2012, with placement of a 10 x 30 mm acculink stent in the left internal carotid artery. After post-dilatation, the patient experienced slurred speech, right hand numbness and a weak grip. A cerebrovascular accident (cva) was diagnosed. Ticagrelor was administered. Speech and physical therapy were consulted. A modified barium swallow was performed on (B)(6) 2012 and noted no aspiration. The slurred speech resolved on (B)(6) 2012. The hand numbness resolved on (B)(6) 2012. Although the grip weakness has improved, the weakness continues. The patient was discharged on (B)(6) 2012. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information was received which indicates that after stent deployment and during post dilatation with a 7 x 20 mm viatrac dilatation catheter, the patient experienced right hand weakness, numbness and slurred speech. The symptoms began to resolve immediately; however, the weakness continues. No additional information was provided.

Event description:
Subsequent to the supplemental medwatch report, additional information was received which indicates that the patients grip weakness resolved on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Other: aspirin, clopidogrel, bivalirudin. Embolic protection: rx accunet. There was no reported product deficiency. The reported patient effects of cerebrovascular accident and neurological deficit dysfunction are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).